Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient acquired a slight infection during the trial. As a consequence, the patient went to the ER and was given oral antibiotics. The following day, the patient proceeded with the permanent implant since the trial was successful. During the implant procedure, purulent drainage was found. As a result, the device was explanted. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.